Event description:
It was reported that the patient's right ventricular (rv) lead had low impedance along with noise. A fracture of the pace/sense portion of the rv lead was suspected. The pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead, and the high voltage coil remains in use. The replaced pace/sense lead showed elevated thresholds the night after implant, and under fluoroscopy, the lead slack could be seen to have "pulled way back." Because of the tight access of the lead, it was determined to remove and replace the pace/sense lead the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.